Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had good coverage, the only problem was that poor adaptation of the adaptive stimulation sensor. After the start of the sensor, the system adapted for two week, but then it was necessary to adjust it again. The system had been fixed several times with different people, but after each reprogramming, the system would run for a few days then go out of order again. When the sensor worked, it worked very well; the patient was happy, but it did not stay over time. The issue was not resolved as of (B)(6) 2017. The ins was to be changed on (B)(6) 2017. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.